Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, prime, excessive no delivery and occlusion tests. However, the insulin pump was received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that her blood glucose had been running high since returning from a trip to (B)(6) two weeks prior. The customer had gone through airport scanners. The customer did not know the reason for why the blood glucose was running high and stated that her doctor had been changing things. The customer had a high blood glucose reading of 600 mg/dl and treated with manual injection. Insulin exited with a manual prime and no leaks or air bubbles were observed. The time and date were correct and the bolus wizard was programmed correctly. The insulin pump passed the high pressure test. The customer continued treating with manual injection as the blood glucose would not go down. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.